Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported by the patient, (who had the interstim implanted on (B)(6) 2021,) that it just did not seem to be working, meaning the patient had lots of accidents and yesterday was especially awful. The patient stated it seemed like it was benefitting them at first but then they said that they were probably constipated because of the drugs they were on so it was difficult to tell. The patient reported that they tried different programs during their trial and they thought that program 4 worked the best but they did not have a night and day difference, that their worst fecal incontinence was when they were active and they couldn't be as active during the trial so based on this discussion with the patient, patient services stated it was not clear if 50% reduction of symptoms was reached during the trial. It was reviewed with the patient how to increase the  amplitude as well as general theory of interstim therapy, amplitude and program use. It was recommended that the patient discuss therapy concerns with their managing health care professional (hcp) at their upcoming post operative appointment. There were no device issues alleged and no further complications were reported at this time. Additional information was received from the patient. They reported that the system is not helping them at all. The patient is having lots of accidents. They were trying to go through what they would do to change the stimulation. Patient did two trials and extended the last trial an extra week because they were unclear if they should get the permanent device. The patient thinks they were getting some benefit with the trial because they were limiting their activity so much. It has gotten progressively worse. Day one, the patient had four accidents and now has between 7-10 accidents. Agent did not ask about the circumstances that led to the reported issue. Walked caller through how to connect the handset and the communicator to the stimulator. Their setting was program 4 at 1.5 volts. On the call, the patient increased the stimulation to 1.9 volts. Told the caller to wait a couple days to a week to see if they gets symptoms relief. Patient was going today for her post-operation visit. Told the patient to talk to the doctor about their symptoms. Asked the caller when they got the implant and they never gave a date. It sounded like the patient had gotten it implanted recently within a couple weeks. The patient will called back stating they just worked with agent to increase stim. (B)(6) 2021, the patient reported the stimulator keeps them up at night. They asked if they could turn stimulation off. Patient services reviewed info. They also started having dizziness and loss of consciousness. Agent did not ask about the circumstances that led to the reported issue. Patient services reviewed option of turning stimulation off to see how it effects symptoms.